Event description:
The customer reported that the insulin pump had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was 409 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms noted, no motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratches on the lcd window and with broken battery tube threads.